Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus product had foreign matter in the catheter tube. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one actual sample without packaging and one photo were returned for investigation. Clear fm was observed in the returned photo. The actual sample was subjected to visual inspection. Clear droplet was observed on the catheter of the returned sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 8018375. The clear droplet was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear droplet matched the spectrum of silicone and the catheter lubricant used in the manufacturing facility. Investigation conclusion: clear droplet observed were actually silicone material, contained in the lubricant used during the catheter tubing lubrication process. The catheter lubrication process is part of the manufacturing process and thus silicone presence on the catheter tubing will be inherent.